Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). But it could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However omsc confirmed and considered as follows; it was confirmed that the instrumental channel port of the subject device has been rotated from the user report. In addition to the reported phenomenon, damage to the bending section rubber was confirmed from the inspection report of sorc. Omsc could not possible to determine whether the damage was due to stress or handling. The product was shipped without any manufacturing abnormality after checking the manufacturing record. From the above, it was possible that the reported phenomenon that the instrumental channel port rotates was caused by the same cause as other damages. It was not possible to determine whether the spinning event was due to stress, handling, or other factors. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the instrumental channel port of the subject device has been found to rotate during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.